Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe had a cutting failure (inefficient while incising the vitreous body"), during a procedure and the condition of the aspiration was not known. The procedure was completed after replacing the product with another. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and was found non-conforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire enters the aspiration path but does not go through. The sample was retested with a syringe slight resistance was felt. The coupling was removed from the extension and foreign material was observed to be covering the inner diameter of the inner cutter in the coupling. The foreign material identified in the coupling was analyzed and it was found to most closely match polycarbonate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The sample evaluation confirms that the probe had a cut issue. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The most likely root cause for the poor cutting is the observed damage (gouging) to the inner cutter of the probe. A damaged inner cutter can impact the quality of the cut performed by the probe. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The root cause for the observed aspiration non-conformance is shaved plastic in the inner diameter of the coupling which can partially or fully occlude the aspiration path at the cutter/coupling interface within the probe. The foreign material analysis identified the particle in the coupling/cutter interface as polycarbonate, which is the same material that the coupling component is composed of. No action was taken by the manufacturing site in relation to the reported cut issue since the exact root cause for the damaged inner cutter could not be determined. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for occlusions caused by shaved plastic from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).